Event description:
Two defibrillators failed. The keyboard locked on the first one. The second defibrillator locked on the check electrode message which could not be cleared. There were no pts involved.